Event description:
Unable to smoothly advance wire into 5fr. Balloon wedge catheter, or catheter/wire combination into pt's vessel. Catheter removed and visual inspection revealed slight twist or kink approx 10cm from hub of catheter. Catheter use was discontinued due to probable manufacturer defect. No wires would pass through the catheter. The doctors also tried an argon 0.035 x 150 cm straight wire, and 0.025 x 150 cm straight wire, both of which are normally accepted by the catheter.what was the original intended procedure?cardiac catheterization.device #1is this a laboratory device or laboratory test?no.